Event description:
Additional information received indicated that the patient was scheduled for device explant.

Event description:
It was reported that "stim has not worked" since 2003. After implant, she needed reprogramming. When reprogramming was not successful, the pt "gave up" and the implantable neurostimulator was turned off since then. The pt encountered insurance issues dealing with the management of her device system. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.